Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a post op appointment with their healthcare provider (hcp) last wednesday and hcp order patient to get x-rays because hcp thinks there was a wire coming off. Patient said they were waiting to hear back from healthcare provider about the x rays. Agent asked patient if they could feel stimulation from their implant and patient said they don't know what they were supposed to feel but they had improved and they felt at least 50% better than before the implant. Patient will follow up with healthcare provider (hcp) if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32eqk implanted: (B)(6)2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.